Event description:
It was reported that the blade unit broke off inside the pt. Further, the all pieces were retrieved. Another blade unit was available and worked properly to successfully complete the procedure.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.